Event description:
Patient's spouse reported right side "implant has caused serious capsule formation no.4.". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: device photographs or the device related to the reported event of capsular contracture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified intact device. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: b.3, b.5, d.1, d.2, d.4, d.6, d.7, g.3, g.5, h.4, h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's spouse reported right side "implant has caused serious capsule formation no.4.". The device remains implanted.